Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 10-nov-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("disabling lumbar pain / l4-l5 and s1 pain") in a 54 year-old female patient who had essure inserted (lot no. He0119j) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted (intra-uterine). An unknown time later she experienced back pain (seriousness criterion medically important), oral lichen planus ("oral lichen") and oral discomfort ("burning in her mouth") and was found to have weight increased ("weight gain"). The reporter considered back pain, oral discomfort, oral lichen planus and weight increased to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 85 kg. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 10-nov-2022. The most recent information was received on 23-nov-2022. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('disabling lumbar pain / l4-l5 and s1 pain') in a 54-year-old female patient who had essure (batch no. He0119j) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion medically significant), oral lichen planus ("oral lichen") and oral discomfort ("burning in her mouth") and was found to have weight increased ("weight gain"). The reporter considered back pain, oral discomfort, oral lichen planus and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 85 kgs. Batch no: he0119j. Production date: 2015-10-03. Expiration date: 2018-10-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 23-nov-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.